Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that there was no patient harm. The lens was replaced with a different model iol with the same diopter power. Concomitant products and patient identifiers were also provided.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision acuity. The lens was exchanged for a different lens within one month after initial implantation. Residual refractive error was the clinical reason given for the explant . Additional information was requested.